Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and alleged that the basal software did not suspend insulin delivery. Tandem technical support verified that the basal software was turned on. Multiple attempts were made by tandem technical support to request a pump upload; however, the customer did not respond.